Event description:
Caller states they intubated a pt with 37fr. Broncho cath left. They state intubation was fine but when they tried to insert bronchoscope they noticed that passage was blocked. They removed tube, reintubated with another tube and was able to insert the bronchoscope. Upon inspection of the failed tube, dr explained that he noticed a piece of plastic covering about 20% of the lumen. He states it is located approx 2mm proximal to the cuff. No pt harm noted. Reintubation was the only intervention needed.